Event description:
It was reported that transmitter failed/error/alert occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0vdc. A review of the share logs was performed and transmitter failure error for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable root cause was determined to be a low transmitter battery that led to a transmitter failure. The reported event of transmitter failed/error/alert reportable based on a transmitter failure error was found in the log. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.